Manufacturer narrative:
Return of the tracheostomy tube and the inner cannula for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.

Event description:
The inner cannula is not staying locked to the outer cannula. The pt is on a vent at tv=700, fio2=30, peep=2 1/2. The inner cannula is cleaned with peroxide/saline and saline wash every 8 hrs. The tracheostomy tube is in the pt and will be removed.